Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study ((B)(6)) who was implanted with a spinal cord stimulator. It was reported that the patient stated that they did not think the ins was working as good as it did before as they have an increased in pain. It was stated that it was possibly related to the device or therapy and not related to the implant procedure. Due to programming specify final programming date and time for most recent interrogation prior to event: (B)(6) 2015 07:30. Reprogrammed component: device (neurostimulator) action date: (B)(6) 2016 and as for the outcome, resolved without sequelae (B)(6) 2016. No further complications were reported/anticipated at this time